Manufacturer narrative:
The insulin pump had a cracked reservoir tube lip, cracked display window and cracked case near display window corners noted during visual inspection. Analysis was unable to prime during prime/ compromised force sensor alarm test due to faulty force sensor resistor (gold). The pump passed displacement and basic occlusion tests. There was no motor error alarms noted. The motor tested ok.note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.(B)(4).

Event description:
The customer reported via phone call that the pump had a motor error alarm and high blood glucose. The blood glucose at the time of the incident was 375 mg/dl. The customer treated for the high blood glucose with an insulin shot. The customer states the pump was not exposed to a high magnetic field and the drive support cap appears intact. The customer states they are able to complete the rewind. However the motor error occurred more than once in the last 30 days. Troubleshooting was not able to resolve the issue. The device will be returned for analysis.